Event description:
The article "residual mitral regurgitation after transcatheter edge-to-edge repair worsens survival in patients with renal dysfunction" was reviewed. The article presented a prospective multi center study, to evaluate the impact of residual mitral regurgitation (mr) on 3-year mortality in patients with or without ckd or aki. Devices mentioned include mitraclip. The article concluded that residual mr following teer is a strong predictor of long-term mortality, particularly in patients with ckd. Minimizing residual mr may reduce postprocedural aki and improve survival outcomes in patients with ckd. [The primary author and corresponding author was dennis rottländer at department of cardiology, school of medicine, witten/herdecke university, witten, germany with corresponding email: dennis.rottlaender@uni-wh.de]. The time frame of the study was august 2016 to april 2020. A total of 1490 patients were included in this study, of which 1490 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation. (B)(4), unk mitraclip peri- and post-procedural complications included death, stroke, pericardial tamponade, acute kidney injury, dialysis, re-intervention, bleeding, myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation. Complications reported included death, stroke, pericardial tamponade, acute kidney injury, dialysis, re-intervention, bleeding, myocardial infarction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.